Manufacturer narrative:
H.11. A review of the device service history confirmed that no similar events have occurred since the unit was manufactured. The complaint investigation determined that there was a deviation from the instructions for use: the hydrogen peroxide (h2o2) concentration was not monitored daily, which likely contributed to the reported issue. Livanova has implemented a long-term strategy to reduce the likelihood of bacterial growth in heater-cooler devices by introducing several measures over recent years as part of dedicated capas. Livanova will continue to monitor the market. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination was provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: through follow-up communication, livanova learned about the cleaning and disinfection process conducted at customer site: the device is cleaned regularly following the instructions for use. The hospital does not use reusable blankets. Daily water quality monitoring and h2o2 testing are not performed. When not in use, the device is stored full of water except during cleaning. H2o2 is not checked daily during non-use periods (e.g., weekends). H2o2 is added every 7 days when the water in the tanks is changed. A disposable pall-aquasafe water filter with a 0.2 m membrane or equivalent is used for tap water. It is unknown whether surfaces and water circuits are disinfected prior to initial operation and storage. It is unknown whether device surfaces are disinfected after every operation. The 3t aerosol collection set is replaced after the allowed use period. The device was placed inside the operating room during use. Inside the operating room, the device fan was positioned away from the patient. The estimated distance between the surgical field and the device is unknown. As per product instruction for use, hydrogen peroxide concentration should be checked daily, even if the heater-cooler is not in use, with the appropriate test strips. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.